Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor. The customer states their blood glucose level was 259mg/dl. The customer states their levels had been as low as 46mg/dl. The customer attributes the low to having given a bolus and not eating after administering the bolus. The customer treated with juice and candy. Troubleshoot for lost sensor was conducted. The customer was advised the sensor would be replaced.